Manufacturer narrative:
Correction to h4: device manufacture date from 12/14/2023 to 12/06/2023.

Event description:
It was reported that this pacemaker exhibited many events with short episodes of noise during the night and early morning on the right ventricular (rv) and right atrial (ra) channel. Technical services (ts) noted it appeared like electrocautery or possible lead on lead noise from the non boston scientific leads. This pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited many events with short episodes of noise during the night and early morning on the right ventricular (rv) and right atrial (ra) channel. Technical services (ts) noted it appeared like electrocautery or possible lead on lead noise from the non boston scientific leads. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.